Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 27-apr-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer reported that the needles on some of the syringes were bent. Per customer the package was not open or damaged when received. Customer advised that all syringes were in their protective covers. Customer has been using the product for 1 month. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical intervention related to the use of the product was reported.